Event description:
The customer stated that the pic defibrillator would not turn on when connected to an ambulance mounted power and recharger unit.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure of the unit to power up the unit under auxiliary power. The unit powered normally when using a battery power. We isolated the defect to a failed relay on the power supply board. The relay controls the input power channel. When the relay failed, the unit lost auxiliary power input. Factory service replaced the relay to resolve the issue. After relay replacement, the device passed testing and returned to the customer.